Manufacturer narrative:
Concomitant medical product: 452453 lead implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold and a lead fracture. The rv (right ventricular) lead was capped and replaced. No patient complications have been reported as a result of this event.